Event description:
According to the initial reporter, during final run image of sma was not clear. Physician felt in best interest to place a stent in sma prophylactic. Imaging still wasn't great. Physician stated patient having colon issue that may be related. May have been shuttering sma but most evidence shows ostium was patent. There was possible colon ishemia and diverticulitis.

Manufacturer narrative:
Imaging was requested but was not available. Additional information was received: the stent graft was properly aligned before full deployment. There was no unintended movement of the stent graft during deployment. The patient did not have anatomic variants that made alignment more difficult. No difficulty was encountered during cannulation of the sma; however, imaging of the ima was challenging. Even with a selective shot. Review of the device history record for lot number ac1192391 found the work order appeared complete and the quality control inspection was verified to ensure that the device passed inspection. No non-conformances or temporary deviations were recorded at the time of manufacture. Review of specifications found that upon reviewing the photos taken of the complaint device during manufacture, it appears that the device was manufactured as per specifications. Review of the instructions for use (IFU) supplied with the device for general information found it to contain appropriate warnings, precautions, and instructions to the user, including: 1.1 proximal body graft. To facilitate fluoroscopic visualization of the stent graft, gold radiopaque markers are positioned as follows; one on the lateral aspect of the most distal stent and four in a circumferential orientation within 1 mm of the most superior aspect of the graft material. The proximal body graft also has vertically aligned gold markers on the anterior side (at the 12:00 o¿clock position) that should form a cross (+) with the horizontally aligned gold markers on the posterior side (180 degrees opposite the vertical markers) when the device is properly oriented. General use information: note: fluoroscopic views tangential to the fenestration will optimize visualization of the stent position relative to the stent graft. A definitive root cause could not be determined from the investigation. Possible causes are: - procedural related factors (e.g. Visualization difficulty). - patient related factors. Should additional information or imaging be received at any time in the future, the new information/imaging shall be reviewed, and an additional report may be submitted. After considering this event the risk associated with the use of this device is still deemed adequate. The appropriate personnel will continue to monitor for similar complaints.

Event description:
According to the initial reporter, during final run image of sma was not clear. Physician felt in best interest to place a stent in sma prophylactic. Imaging still wasnt great. Physician stated patient having colon issue that may be related. May have been shuttering sma but most evidence shows ostium was patent. There was possible colon ishemia and diverticulitis.